Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a change sensor alert, calibration not accepted and experienced low blood glucose level of 45 mg/dl. The customer¿s blood glucose level was 73 mg/dl. Customer declined to troubleshoot for low readings and treated with jelly beans and it continued to go down to 35 mg/dl. The customer was assisted with troubleshoot. Customer did not receive a change sensor alert after a calibration not accepted. The product will not be returned for analysis.